Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The caller reported that when the insulin pump's battery was replaced, the numbers kept scrolling. The customer was entering her blood glucose but the numbers kept scrolling. She was unable to exit the bolus wizard screen. Customer's blood glucose level was not reported. She was currently using a loaner insulin pump. The device was not returned.